Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a female patient underwent a biopsy procedure of a calcified lesion using the encor encompass device. During the procedure, the patient experienced bleeding and hematoma formation. It was further reported that bleeding and hematoma are recognized complications of vacuum-assisted breast biopsy (vab) procedures and were managed conservatively with manual pressure, skin adhesive, and ice packs. No transfusion, surgical intervention, hospitalization, repeat procedure, or permanent impairment was reported, and the patient was reported to be in good condition. There was no reported patient injury.